Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the junction between the arrow raulerson syringe (ars) and introducer needle loosened easily during use. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the junction between the arrow raulerson syringe (ars) and introducer needle loosened easily during use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The ars and 18 ga introducer needle will be analyzed as part of this investigation. No definite signs of use were observed. Visual inspection did not reveal any defects or anomalies. There were no cracks observed in the needle hub. The ars tip appeared normal. Additional testing of the introducer needle hub revealed it did not conform to iso 594-1:1986. The introducer needle was functionally tested with the returned ars per the instructions for use (IFU). The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe into vein and aspirate". The returned needle felt loose on the ars but was able to draw and aspirate water with no issues. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was not within the specified range. This indicates that the luer was nonconforming per iso 594-1:1986. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for needle hub batch 71p21g0463 to address the issue of a syringe/needle connection not secure. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for needle hub batch 71p21g0463 to address the issue of a syringe/needle connection not secure. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The reported complaint that the syringe/needle connection was not secure was confirmed through complaint investigation. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. It was discovered that the introducer needle hub did not conform to iso 594-1:1986. Based on the observed defect and the customer report, this is likely a supplier issue since the needle hub is a purchased component. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on reports of this nature.